Manufacturer narrative:
The reported event of the atrial setscrew came out of the device was confirmed. Analysis revealed the a-setscrew became stuck to the tip of the torque wrench and was pulled out of the device through the septum stuck to the wrench tip. This normally happens when the user of the torque wrench makes incorrect wrench insertions. The physician forces the wrench tip down into the setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. This will stick the wrench in the setscrew inset. When the user pulls the wrench out of the device, the setscrew stuck to it is pulled out with out of the device with it. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Manufacturer narrative:
Correction - the event date is known and was (B)(6) 2025.

Event description:
It was reported that the patient presented for a routine generator change. While attempting to connect the leads to the new pacemaker (pm), it was noted that the atrial port set screw came out of its place. The device was not used, and a new one was implanted. The patient condition was stable.